Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following an unrelated lead repositioning, the left ventricular lead had dislodged. Repositioning was attempted but the physician opted to explant and replace the lead instead.